Event description:
Related manufacturer report number: 3006705815-2023-01357, 1627487-2023-00972. It was reported that the patient's leads were fractured and the ipg was at end of life. It is unknown when the patient lost therapy. Surgical intervention was undertaken and the leads and ipg were explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The report of broken lead was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.